Event description:
It was reported that a flo-gard infusion pump had a keypad with a damaged number 4 key, preventing the operator from entering the volume. There was no patient involvement. No additional information is available.

Manufacturer narrative:
(B)(4). Evaluation summary: the device was serviced on-site by a field service technician. Visual inspection, functional testing, and a review of the alarm log were performed. Visual inspection and functional testing revealed that the device¿s keypad was damaged and defective. The cause of the condition could not be determined. To correct the condition, the membrane panel was replaced. The device was serviced to meet functional specifications. Should additional relevant information become available, a supplemental report will be submitted.